Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported incident are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: delivery flow rate too low.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned, and the device history logs were not provided for evaluation . Without the device or the device logs a thorough analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.